Event description:
It was reported that the patient presented in clinic feeling fatigued. The ventricular lead exhibited noise, less than 200 ohms impedance and intermittent capture. It was noted that the patient was not pacemaker dependent. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.